Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient and health care provider (hcp) regarding a patient receiving intrathecal unknown drug via an implantable pump for spinal pain indications. It was reported that technical services reviewed that the patient still had an active drug pump. At that time, the hcp stated that the patient actually reported the pump had been removed as well. Technical services asked if the date or reason for explant was known and the hcp stated no and that they didn't know. The hcp stated that the patient was here for altered mental status, cerebrovascular accident (cva) so they always had to take it with a grain of salt. Technical services was flagging the call for sr for if the pump was still implanted and patient was having symptoms. Technical services emailed device registration services (drs) to look into the status of the pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) indicated that there was no reason to suggest that the mdt device was not delivering the intended therapy as prescribed. The hcp further stated that the mdt device/therapy was not causal or contributory with respect to the altered mental status and cva. The hcp stated that the symptoms began after the pump was explanted. It was confirmed that the patient's pump was removed on (B)(6) 2024. The pump was removed due to lack of perceived benefit in relation to discomfort experienced by pump placement. The patient had tried anterior and posterior placement. The patient was treated at two hospitals (names provided). The patient was treated for suspected cellulitis and abscess of the lumbar area. Actions/interventions taken to resolve the issue included continuing treatment for infection post intrathecal pump (itp) explant. The hcp indicated that the issue was resolved and that the patient was still admitted. The hcp further reported that they expect to be discharged home on intravenous (IV) antibiotics. The status of the pump was unknown as it was explanted by a different doctor (name and contact info provided).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a consumer (con) reported there pump had been removed on 2024-07-02 due to bacteria buildup. It had been unsure if the catheters were still implanted.